Manufacturer narrative:
We are currently waiting fro additional information and the return of the sample for evaluation. When the investigation is completed a final report will be submitted.

Event description:
Catheter developed leaking in one of the lumens.

Manufacturer narrative:
The device involved was not returned for evaluation. Attempts to obtain additional information about the device and event and to have the sample returned for evaluation were unsuccessful. Without sufficient information, or an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event.